Event description:
Blinding headaches, headaches will not go away for days at a time, low grade fryers no cause for them days on end. Fatigue, depression swelling like I am about 5 month pregnant (I am not) gained weight despite eating properly. Lack of desire or drive to do any daily task or routine. Cramping pains on during and after my cycle am/pm when ever. No med; no heat pad can help. Odd flutter like tickle in abdomen (odd) wrist joints ache, awful like sprained when not on cycle. On cycle it goes away. Low back spasm. I am back on birth control pill. I do not trust this product!